Manufacturer narrative:
Concomitant medical products: model: dtba1d4, cardiac resynchronization therapy defibrillator (crt-d); implant: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.